Event description:
Suffered nstemi from thrombus in stent after some months of taking prescription lovaza 4g/day. May or may not be related to lovaz but imo definitely worth investigating in as much as studies in rabbits report high epa results in exacerbated, foam cell aggregation at points of endothelial injury. In my case, I had stents inside a l circumflex, long svg bypass. Svg lasted 17 years and then was stented in 2020. Nstemi happened in 2023. Treated at (B)(6) hospital, (B)(6) cannot say for certain the lovaza prompted the thrombus but I wonder if it contributed.